Event description:
It was reported that the right atrial (ra) lead impedance suddenly increased from 300 ohms to 1168 ohms. The lead trend indicates there had been smaller spikes over the last year and there was some indication of noise. The patient was seen in clinic and the impedances were stable at 424 ohms and isometric testing was done and the impedance remained stable with no noise. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c154dwk implantable cardioverter defibrillator (B)(6) 2009; 4193 implantable pacing lead (B)(6) 2009; 6947 implantable tachy lead (B)(6) 2002. (B)(4).